Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating at normal battery voltage level. Electrical and mechanical tests performed including telemetry communication, leads impedance, sensing, pacing, and high voltage (hv) output did not identify any functional issues. Longevity assessment found the device meets its projected longevity.

Event description:
During an elective device change, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable.